Manufacturer narrative:
The actual device was not available; however, two (2) videos of the sample were provided for evaluation. The videos were reviewed and a leak and air bubbles were observed at the entry level of the connection between the access pre pump line and the support plate. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to a line perforation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m150 set leaked. This occurred during priming. There was no patient involvement. No additional information is available.